Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he customer went to emergency room on (B)(6) 2021 due to low blood glucose. Customer¿s blood glucose value was 25 mg/dl. Customer treated with food for low glucose. Customer was experiencing a low blood glucose almost a month. The insulin pump will not be returned for analysis.